Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligature procedure performed on (B)(6) 2022. During the procedure, the banding kit had broken cotton thread. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture was broken.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligature procedure performed on (B)(6) 2022. During the procedure, the banding kit had broken cotton thread. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture was broken.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of suture broken. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that a band in the returned ligator head was moved from its position and a band was overlapped. The ligator head teeth were bent/damaged. The suture contained six knots and it was broken, consistent with the findings when device was observed under magnification. The trip wire was not secured. The returned handle was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. No problems with the device were noted. The reported event of suture broken was confirmed. Upon analysis, it was found that the suture was broken. A band in the ligator was moved and another band was overlapped. Additionally, the ligator head teeth were bent /damaged. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire to not be secured. This condition, unsecured trip wire, could have caused the trip wire to slip through the handle assembly, moving the bands from their original position and causing them to overlap, leading to inability of the device to deploy the bands. Additionally, this could have caused the suture break and resulted in the teeth bent/damaged. The most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.